Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased buttons dome switch. No unexpected numbers ramping during our testing. The insulin pump has cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported that the buttons of the insulin pump kept scrolling even after the customer has sopped pressing. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.